Event description:
Information was received indicating that a smiths medical medfusion pump displayed "biomed force sensor test" without a patient. There was a system failure force sensor test with no patient involvement.

Manufacturer narrative:
Other, other text: device evaluation summary: one medfusion 3500 pump was returned for analysis. Visual inspection of the pump found that the plunger head was full of contamination. Review of device history log found force sensor test error in history. Device evaluation included start-up inspection. During testing the reported event was duplicated. It was found that the contaminated plunger head lead to the reported event. Problem source was identified as user interface.